Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display was blank but the push buttons were on. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was no longer illuminating and the patient was unsure if treatment had been completed. The patient¿s contact reported that they noticed it was blank during the night, however were unsure when the screen went out. The power cord was secure to the back of the cycler and the wall outlet. The cycler was rebooted and the ¿stop¿ and ¿ok¿ leys lit up, however the screen was blank and the cycler did not alarm. The patient contact was able to remove the cassette after rebooting the cycler which indicates that treatment was completed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact stated that the patient did not complete treatment on the cycler. The patient reverted to continuous ambulatory peritoneal dialysis (capd). There were no adverse effects and no medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.